Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level ranged from 97 to 309 mg/dl. The customer treated his blood glucose level with manual injections and the insulin pump. In the alarm history no delivery and low reservoir alarms were found. The customer found the cannula bent. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.